Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17670. Related manufacturer reference number: 2017865-2019-17671. Related manufacturer reference number: 2017865-2019-17672. It was reported that during the implant procedure the patient's left lung was punctured, resulting in pneumothorax. A chest tube was inserted, and the adverse event was resolved. There were no further adverse consequences reported.